Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6245929; medical device expiration date: 8/31/2021 device manufacture date: 9/1/2016. Medical device lot #: 6217647; medical device expiration date: 7/31/2021; device manufacture date: 8/4/2016. Results: bd received (B)(4) samples from the customer facility for investigation, one from each lot. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lots was observed. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the hub/collar separated on the bd vacutainer® eclipse¿ blood collection needle . No injury or medical intervention.